Manufacturer narrative:
The device was returned to olympus for inspection. As noted in section b5, there was a circuit board failure. A definite root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited circuit board failure. There was no patient involvement.